Event description:
Boston scientific received information that a patient advocate called boston scientific patient services (ps) stating that her patient had questions regarding her heart rate. The advocate stated that she is not willing to give any patient information to boston scientific, no patient name, physician or device information as the patient wanted to remain anonymous. The advocate stated that the patient's heart rate was elevated after an episode, and wanted to know if there was some monitoring that boston scientific does for pacemakers. Ps explained transtelephonic monitoring (ttm) could be done through the patients cardiologist, however the advocate stated that is not the type of information the patient is looking for. The patient advocate suggested that it might be possible that the device has malfunctioned, and was thinking more along the lines of a holter monitor. Ps cannot recommend therapy, especially since we have not been given any patient information. The patient advocate stated that the patient's physician was out of town, but that the patient feels fine now. To date, we believe that this device remains implanted.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.